Event description:
A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, seven minutes into the procedure, fluid was observed to be leaking from the cervix, resulting in a first degree burn. The procedure was aborted as a result and there were no additional patient complications reported. Despite several attempts to gather additional follow up, we were unable to obtain further information regarding this event.

Manufacturer narrative:
The product will not be returned as it has been disposed, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental medwatch report will be filed.